Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implant date: (B)(6) 2013; 419688 lead, implant date: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: 407645 lead. A proximal portion of the lead was received measuring 9 cm and a distal portion of the lead was received measuring 37 cm. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported that during an office visit, an interrogation showed that the atrial lead had acute high impedance, high thresholds, and undersensing due to a dislodgment. The lead was explanted and replaced. No patient complications have been reported as a result of this event.